Event description:
It was reported that there was failed preventative maintenance and a reverse travel course error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Top case is damaged in front corners event history log showed travel course error - check clutch/ plunger lever. Occlusion test performed. Unable to duplicate the alarm, and unable to determine the root cause. Found and replaced worn leadscrew, right and left clutch halves and spring. Pump passed functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.